Manufacturer narrative:
(B)(4). The device has been received but the failure investigation has not yet begun. A follow up report will be submitted once the product has been evaluated.

Event description:
Customer reported a leak from tubing while pt was receiving total parental nutrition (tpn) via an alaris pump. Ninety minutes after changing the pt's tubing, a leak was found on the tubing above safety clamp. The tubing was changed and the tpn was restarted. No pt harm was reported and customer states no medical treatment was required as a result of the event.